Manufacturer narrative:
The customer suspected device was returned for investigation. The olympus service center was unable to confirm the reported event during inspection and testing. Upon evaluation of the returned device, the unit image appeared clear with no stain, no flickering, and no dots. Further evaluation found the following device defects, leak on bending section cover or distal sheath, cracked on bending section cover or distal sheath glue, and bending section wire dented and frayed. The faulty parts were replaced and device return to the user facility. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the endoeye flex deflectable videoscope exhibited black screen and no image when plugged into a tower. The event occurred during preparation for use, prior to a diagnostic laparoscopy procedure. It was reported that the procedure was approximately five minutes delayed, but the customer was able to switch to similar device and the procedure was successfully completed. There was no patient harm or user injury reported due to the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 9 years since the subject device was manufactured. Based on the results of the investigation, cause of the reported event is likely due to physical stress was applied to bending section such as forcible insertion/withdraw of a trocar while angulation, bending section being excessively stroked or, the ccd-cable may have come contact with the skeleton rings which caused breakage of ccd-cable. The event can be detected/prevented by following the instructions for use which state: 3.8 inspection of the endoscopic system-¦ inspection of the endoscopic image confirm that the wli and nbi endoscopic images are normal. 1 before inspection, wipe the objective lens using clean lint-free cloths moistened with saline solution or sterilized water. 2 observe the palm of your hand in the wli and nbi endoscopic images. 3 confirm that light is output from the endoscope¿s distal end. (See figure 3.23) 4 adjust the brightness level as appropriate. 5 confirm that the wli and nbi endoscopic images are free from noise, blur, fog, or other irregularities. 6 turn the angulation control levers slowly in each direction until it stops. 7 confirm that the wli and nbi endoscopic images do not momentarily disappear or display any other irregularities. Olympus will continue to monitor field performance for this device.